Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during an unknown phase of cycle 6 of 7 of pd treatment. The peritoneal dialysis registered nurse (pdrn) reported that the fluid leak was a prior occurrence that they were made aware of two days after the event. The patient received the alarm not enough supply bags for total treatment alarm during step 3 of setup. The source of the leak is unknown. There were no issues noted with the supplies. The pdrn requested a replacement cycler as a precaution. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was not completed on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with prophylaxis- 1g ancef with a dwell of 6hrs via intra-peritoneal administration on (B)(6) 2020. Cultures were taken on the same day and to date there has been no growth. The cassette used at the time of the event was discarded. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.